Event description:
It was reported that the right ventricular (rv) lead had a possible fracture. The lead had a rapid rise to high impedance, episodes of oversensing and changing capture thresholds. One electrogram showed noise on the ventricular channel. After the impedance rise, the polarity was programmed to unipolar and the impedance was normal again until the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the pacing capture threshold in the rv (right ventricle) was intermittent. Increase in impedance from approximately 500 ohms in october 2012 up to over 2500 ohms by (B)(6) 2013. The impedances returned to normal range after switch to unipolar. Increasing thresholds were noted in (B)(6) 2012, and returning to previous levels after switch to unipolar in (B)(6) 2013. Intermittent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: addrs1 implantable pulse generator (ipg), implanted: (B)(6) 2007; product ID: 5076-45 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).